Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation with 164ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Removal of luer cap showed evidence of continuous flow of fluid out of the distal luer. A functional flow rate test was performed, and the results were found to be within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had flow issue. The event was further described as "venting could not be completed (the tubing was full but stuck at the connector)". This was noticed after filling the device with saline, which started dripping out later than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.